Manufacturer narrative:
The tech replaced the pneumatic gas springs to resolve the issue.

Event description:
The tech alleged that the head of the stretcher is not going all the way down. No pt impact.